Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fell out of the customer's pocket and the infusion set site was pulled out. There was no known impact to the customer's blood glucose level. The customer resolved the issue by applying a new infusion set site. The customer was successfully able to resume insulin therapy.